Event description:
It was reported that during an unknown procedure, after five uses, the stapler did not work anymore. The surgeon decides to change the cartridge three times but it doesn't function, thus he changes the stapler. There were no adverse consequences for the patient. One device was discarded. Would cut but stapled partially.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: please explain what is meant by, stapler does not work anymore? The device didn¿t staple and cut. Please explain what is meant by, the stapler does not function? Were staples deployed? No if staples were deployed, was the staple line complete? N/a did the device cut? No if the device cut, was the cut line complete?